Event description:
It was reported that the right ventricular (rv) lead was having under sensing behavior during a ventricular tachycardia (vt) episode. Technical services (ts) recommended further evaluation to determine whether reprogramming or hardware intervention is necessary to ensure appropriate sensing and therapy delivery. This lead remains in services. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).